Event description:
It was reported that the zimmer skin graft mesher was "bunching up" the skin when grafting. Clinical follow up with the hospital did not indicate any patient harm or injury.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.